Event description:
It was reported that the reservoir of this inflatable penile prosthesis had a hole, resulting in a total fluid loss from the system. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was microscopically inspected, and leak tested. During microscope evaluation, wear at a fold in its shell was identified. In addition, it was noted that the strain relief had a hole, caused by a sharp instrument. The reservoir did not pass the leakage test. Both cylinders were microscopically inspected and tested for leaks. The first and the second cylinder had wear at fold in the middle and the distal end of their bodies, in addition to a hole in the middle of each cylinder, caused by a sharp instrument. A hole in the distal end of the fist cylinder was also identified during microscopic evaluation. Both cylinders presented a leak from a sharp instrument in the middle end of their bodies, and the first cylinder had a leak in its distal end, also caused by a sharp instrument. The pump was microscopically, leak and functionally tested. Upon microscopic inspection, it was noted that its kink resistant tubing (krt) was worn to the filament. No leaks were identified in the pump; however, the component did not pass the activation test during functional evaluation. Based on the information available and analysis results, the findings identified in all the components could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis had a hole, resulting in a total fluid loss from the system. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.